Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing. Programming changes were made. The patient was in stable condition.